Event description:
Patient has "prevena plus" wound vac on. Began alarming, signaling a clog. Followed manufacturer instructions to look for kinked/clamped tubing or full container. No issues found. On further assessment, white, crystal-like substance noted in the tubing closest to device and all throughout the container. It was then noted that there is a small plastic pouch inside container that appears to have broken and is leaking the powdery substance that is clogging tube. Manufacturer response for wound vac, prevena plus (per site reporter). Mfg has not yet responded the vendor rep. Has been notified.